Event description:
Implant surgeon of the hospital reported to our sales rep that a pt came in with pain. He took some x-rays and observed that the stem broken, revision surgery will be performed tomorrow.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.